Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was attached onto the scope; however, the handle did not move. Reportedly, the device was replaced, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle won't turn. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle was returned damaged. The tripwire was partially rolled in the handle assembly slot and it was caught and slightly rolled between the spool and the handle bracket. It was also noted that the trip wire was rolled at the knob axle and had some marks, indicating the trip wire was forcibly rolled in the handle. Additionally, there was no evidence that the trip wire was secured in the handle assembly, and the tripwire was returned cut at the proximal section. Further analysis noted that the evidence of tripwire cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. The suture was returned attached to the tripwire loop and no issues found. There were seven knots observed in the suture. There were no bands found on the ligator head; however, the ligator head teeth were bent. The suture hole was in good condition and no damages observed. Functional evaluation could not be performed due to the returned device condition. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not properly secured in the handle slot indicated in the step 4, 7, 8 and in figure 4c and 6a.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was attached onto the scope; however, the handle did not move. Reportedly, the device was replaced, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.